Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported that they had experienced an infection following their pump replacement procedure in the fall of 2016. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue and unknown if there was any troubleshooting or diagnostics performed. The infected system was fully explanted as a result of the infection and a new catheter and pump was implanted today (B)(6) 2017. The issue was resolved at the time of the report and the patient status was noted as alive, no injury.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.